Event description:
It was reported that during an unspecified procedure, the tip of the device broke. There was no report of patient injury. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that the teflon pad was burned and partially detached. In addition, it was observed that the outer sheath of the insertion section was torn. The location of the tear is very close to the proximal end of the grasping section. It is believed that this likely occurred when the probe came in contact with metal. The tear is believed to have been due to excessive force during insertion and drawing back of the device from the trocar.